Event description:
Information was received indicating that a smiths medical cadd-solis vip pump was getting many air detector alarms with total parental nutrition (tpn) patients when there is little to no air visible. There was no adverse events reported.